Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be rec'd, the investigation will be re-opened.

Event description:
The pt was revised because of poor range of motion, pain and poly wear of the insert and patella. The femoral and tibial components inserted in varus primary surgery.